Event description:
It was reported that noise had been observed on the atrial lead through merlin.net. No patient symptoms were reported. On (B)(6) 2015, noise continued to be observed. The lead remained implanted and the patient would be monitored through routine follow-up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information noted that noise continued to be observed on the lead. It was capped and replaced on (B)(6) 2015.